Event description:
It was reported that the system displayed a scan disk error and was unable to function. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repair of the system. The system operates as intended.